Event description:
Unomedical reference number (B)(4). Event occurred in the united staes. On (B)(6) 2024, the patient reported an event of occlusion. The blood glucose level was 1800 mg/dlwith presence of high/large ketone value at the time of event. Therefore, the patient was treated with correction injection via mdi. The patient replaced infusion set and resumed insulin deliveries successfully.